Event description:
It was reported that the patient had been treated for low blood glucose levels. The patient's blood glucose levels declined to 38 mg/dl while wearing the pod for longer than 48 hours. The patient reports they had woken up sweating and experienced dizziness. Upon arrival of the emergency medical team the patient was treated with an insulin pen. The patient was with the emergency medical team for 2 hours.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported low blood glucose levels. No lot release records were reviewed, as the product lot number was not provided. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7.